Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: multiple attempts to gather additional information have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that an unknown duration post implant of this aortic bioprosthetic valved root, the physician attempted to replace the device valve-in-valve for unknown reasons. The physician was unable to successfully replace the device, and the replacement procedure was abandoned. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the device was implanted for over 10 years prior to the attempted replacement procedure. According to the physician, the severe regurgitation corresponded to a normal valve degeneration process after 10 years of implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.